Event description:
It was reported that the procedure was to treat a moderately calcified superficial femoral artery. A 2.5 x 200 mm armada 14 balloon catheter was used; however, a tear was noted at the tip of the device when it was advanced through the introducer sheath. A non-abbott balloon catheter was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. A visual, dimensional and functional inspection were performed on the returned device. The reported damaged tip was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the balloon catheter during the inspection prior to use. The investigation was unable to determine a conclusive cause for the reported tip damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was to treat a moderately calcified superficial femoral artery. A 2.5 x 200 mm armada 14 balloon catheter was used; however, a tear was noted at the tip of the device when it was advanced through the introducer sheath. A non-abbott balloon catheter was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.